Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (particle and hair) in blister.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (particle and hair) in blister.

Manufacturer narrative:
The reported event that k-wire gamma ø3,2x450 mm was alleged of issue k-164-b (packaging: hair outside sterile blister or pouch) could be confirmed, since the device was returned and matches alleged failure mode. During the visual inspection of the item received a hair was found out of the sterile barrier between the clear tube and the pouch within the secondary packaging. According to details received it was detected ¿in-coming inspection at distribution¿. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. If any further information is provided, the investigation report will be reassessed.